Manufacturer narrative:
Analysis found that the device overheated therefore the customer complaint was confirmed. The nose reached a temperature of 167f, the middle 152f and the rear, 148f. The bearings, nose bearings and nose cone were worn. The weee rohs tag was missing. All bearings, nose bearing spacer , nose housing, middle bearing spacer, collar large spring and e-clip were replaced. A new weee rohs tag was attached. The device was successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device overheated during the procedure. There was no known patient impact reported.